Manufacturer narrative:
The unit had broken battery tube threads, a minor scratched lcd window, a cracked reservoir tube lip, and a scratched reservoir tube window.

Event description:
The customer called to report a crack on the battery compartment. The customer also reported that he was hospitalized for a month due to a cold, which caused his blood glucose levels to spike. The customer's blood glucose level was 500 mg/dl. The customer reported nausea as a symptom. The customer stated that he thinks the device was cracked on the way to the hospital. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.